Event description:
It was reported that high impedances (>10000 ohms) were seen on electrodes #4 and 11 of the implantable neurostimulator (ins) system. Electrode 4 was being used in programming and was then taken out the program. Electrode 11 was not being used in the patient's programming. It was noted that the patient was getting good stimulation therapy and no large changes were made to programming to avoid compromising the therapy. It was also reported that the patient was recharging more than expected. However, calculation of the estimated recharge interval (based on 2 programs: 1 = on 10.5 volts, 360 us, 60 hz, 2 anodes, 347 ohms; 2 = 10.5 volts, 360 us, 2 anodes, 1 cathode, 455 ohms) obtained a value of 1.13 days which confirmed what the patient was experiencing and indicating he was not charging more than expected. He was also getting all 8 coupling bars during recharging. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead model 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4). (B)(4).